Event description:
Physician attempted to implant a protege everflex stent with a 035 guidewire for the treatment of a soft tissue lesion in the patients left mid arteriovenous fistula. Severe tortuosity was reported. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). The IFU (instruction for use) was followed during preparation, procedure, post-procedure. There were no issues noted when removing the device from the hoop/tray. Embolic protection was not used. The vessel was not post-dilated. The device did not pass through a previously deployed stent. Moderate resistance was encountered when advancing the device. It was reported that the markerband dislodged during use in the patient. The stent was deployed in the target location and remains in the patient. There was no deformation noted to the deployed stent. The patient was taken to surgery for removal of foreign body. The device was safely removed from the patient. The procedure was aborted. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned with the locking pin loose. The size indicated on the strain relief was 5 x 80mm. The inner subassembly and distal tip were missing from the returned device. The stent was deployed on the returned device. The distal and proximal grips returned pushed together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.